Event description:
It was reported that the patient presented to the hospital not feeling well. The pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the pulse generator exhibited end of life (eol) as received. No information was received from the field regarding device settings. After replacing the battery, normal function ensued.